Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that an expired product was used.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: anchor broke. Probable root cause: design: -validated shelf life too short. Application: -distribution inefficient, sat too long in inventory before being shipped to customer. The reported failure mode will be monitored for future re-occurrence.

Event description:
It was reported that an expired product was used.